Event description:
It was reported via repair work order that the reduced brake force as a result of big wheel unable to retract due to misaligned pivot block pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.